Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns dell handheld computer was freezing after interrogation, indicating a possible software problem. Troubleshooting was performed in which the screen freezing was resolved. The reporter did not wish to return the dell handheld computer and flashcard.